Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver was found to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentation to the distal pulley is the affected surrounding component. Further observation found related to the primary failure states that the instrument had multiple indentations on the edge of the distal idler pulleys. There were no pieces missing. Grip cables adjacent to this indented pulley show damage which may indicate potential mishandling or misuse. The grip cable was broken. The complaint was confirmed by failure analysis.